Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000141346.

Event description:
It was reported the patient experienced ineffective therapy on their right side after having a fall and the lead migrated. Surgical intervention was undertaken on 27nov2023 during which the lead was repositioned. Therapy was restored post-surgery.